Manufacturer narrative:
Added: d3 corrected: h3 vt/cardiac arrest: the cause of the injury was unable to be determined due to insufficient clinical details. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: the cause of the high purge pressure could not be determined as no data logs were returned so findings of large purge gap and biomaterial on purge gap and impeller could not be definitively correlated with the high purge pressure. Pump stop: the cause of the pump stop was most likely due to bearing wear and biomaterial based on returned product analysis but can not definitively conclude without data log evidence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via left femoral artery in a 42-year-old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. Prior to implanting the impella, the patient experienced ventricular tachycardia and ventricular fibrillation, in which cp support was initiated. On day 1 of support, while in the intensive care unit, the patient experienced ventricular fibrillation and cardiac arrest, requiring cardiopulmonary resuscitation and 2 cardioversions. The cp position was confirm appropriate, measuring 3.9cm. On day 3 of support, the automated impella controller alarmed for high motor current, immediately followed by alarms for purge system blocked and pump stop. The purge line was checked for blockages, then support personnel was contacted to troubleshoot the pump stop. Attempts to restart at p5, p2, and again at p2 after two minutes were unsuccessful to restart the pump. The patient was taken to the catheterization lab for device explant. Prior to the alarms, the patient had been therapeutic on heparin with the lowest activated clotting time (act) in the past 24 hours being 148. The device had been functioning at p4 at 2-2.7 l/min, motor current mean charted in 400s, purge flow 13-15cc, and purge pressure 348-520. This event is conservatively reported as tachycardia prompted intervention, but there was no lasting harm or injury reported. The pump issues and alarms are conservatively reported for hemodynamic instability as it prompted premature explant, but there was no intervention needed and no lasting harm or injury reported.

Manufacturer narrative:
D1. Brand name updated.

Manufacturer narrative:
D9: updated devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly. H6 priming problem and low pump flow omitted.